Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: initial visual examination of the device noted that the distal section of the stent was severely damaged, it was stretched distally towards the tip. Microscopic examination of the tip also noted that it was kinked and flattened. The remainder of the device had no visible damage and no further issues were noted which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during a percutaneous transluminal coronary stenting treatment procedure, a stent was unable to cross the lesion. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous 3.0 x 28mm eccentric de novo mid left circumflex artery. A non bsc guide catheter with an unspecified floppy guide wire were used and the lesion was predilated with an unspecified semi compliant balloon with 60% stenosis resulting. The 2.75 x 28mm taxus liberte mr stent delivery system was advanced, but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.